Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01us-delsys, expiration date: 14-apr-2022, serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 05-nov-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that the patient experienced tricuspid papillary muscle rupture and severe tricuspid regurgitation. The leadless implantable pulse generator (ipg) exhibited difficulty recapturing the cone and the tether damaged the valve. The ipg remains in use. No further patient complications have been reported as a result of this event.